Event description:
Doctor was treating a patient for a subungal hematoma using a high temperature fine tip cautery. After activation and use of the cautery, when removing the cautery tip from the nail, the wire tip broke off from the cautery head and remained lodged in the nail bed. The doctor was able to pluck the tip from the nail bed with no injury to the patient.